Event description:
Boston scientific received information that this product was part of a system revision due an infection. There were no additional adverse effects reported. The product was explanted. The explanted products remain at the hospital and may be returned in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.